Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that at 2:00 am, the patient reported that she did not get a sound of a low alert from both her tandem pump and mobile app. She did not change the settings or turn of the sound of the app or pump. At that time, the patient's husband noticed that the patient was gurgling and having a seizure and had lost consciousness. The patient was also vomiting. No fingerstick was taken at that time. The husband tried to wake up the patient and gave her glucagon "orally." He then called 911 and the fire dept arrived. They did a fingerstick which showed a bg reading of 10. The patient is not aware of what her egv was at that time given she was unconscious. The ambulance then arrived and gave the patient IV glucose. They then monitored her glucose until it had reached a bg of 125 mg/dl. However, the patient was still unable to get up so they suggested to take her to the emergency room (ER). Upon arrival at the ER, the patient is already conscious but seems to be confused and had blurry vision. The ER staff did a fingerstick but the patient does not know what the reading was. She also does not know the egv that time. The ER staff gave the patient potassium via IV and orally. The patient at the hospital for about 24 hours and was discharged on (B)(6) 2025. At the time of the call, the patient is feeling better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.